Event description:
It was reported that during insertion of the iab, the balloon twisted and the tip of the catheter fractured. Thus, the catheter would not fit through the introducer sheath. The iab was removed without any complications.